Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately, four years post filter deployment, a CT scan showed a significant posterior and right lateral tilting of the filter. At least 4 legs extended outside the ivc. A 12 french sheath was placed through which a pigtail catheter was advanced over a wire into inferior ivc and lateral venography was performed. This demonstrated significant tilting of the ivc filter with the apex positioned outside the lumen, right and posterior. As the apex of the filter was clearly outside of the lumen with an imbedded tip, attempts to retrieve the filter was not performed. Therefore, the investigation is inconclusive for retrieval difficulties and limb detachment. However, the investigation can be confirmed for perforation of the ivc and filter tilt. Per the medical records, the filter was deployed in a patient prior to bariatric surgery. Additionally, the filter was noted to be tilted with the apex positioned outside the lumen. Per the instruction for use(IFU), ¿the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter.¿ although a definitive root cause could not be determined, the following contributing factors; filter tilt, apex of filter outside of the lumen and patient factors could have potentially contributed to the reported event. Labeling review: the current instructions for use states: precautions: -the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Warnings: - only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. Removal of g2 filter: capture of g2 filter - after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. - close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. - continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. - with the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6 (device: 4001) h11: h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided), the patient presented for retrieval of the filter; however, the filter could not be removed. No other information regarding this event was received. Patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that detachment; perforation of filter strut(s) into organs; tilt with filter embedded in wall of the ivc; device unable to be retrieved. The device and detached limb have not been removed after attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, tilted and the struts perforated into organs and embedded in wall of the inferior vena cava. The device and detached limb have not been removed after an attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and eleven months post filter deployment, the filter retrieval procedure was attempted using ultrasound guidance and micropuncture technique. Over a wire, a 12 french sheath was placed through which a pigtail catheter was advanced over a wire into the inferior of inferior vena cava. Anteroposterior and lateral venography demonstrated significant posterior and right lateral tilt of the inferior vena cava filter was redemonstrated that positioned below the renal veins. The tip appeared embedded in the wall of the inferior vena cava. At the level of the filter apex, there was mild hourglass type luminal narrowing approximated at 20%. At least 4 legs extended outside the inferior vena cava. Two legs were again noted to extend outside the inferior vena cava anteriorly into adjacent omentum and soft tissue. One leg also extended through the inferior vena cava medially with distal portion projected in the aorta. No thrombus or fillings defects were identified within the filter. As the apex of the filter was clearly outside the lumen with an imbedded tip, attempts to retrieve it were not performed on that day. Two months after attempting filter retrieval process the inferior vena cava filter was noted with 11 intact prongs and one partial prong, gross diagnosis only. Gross description demonstrated that the specimen consisted of one inferior vena cava filter measured 4.2 cm in height and 4.1 cm in maximum diameter. The specimen contained six intact arms each measured 3.0 cm in length, 5 intact legs, each measured 4.0 cm in length, and one partial leg measured 1.9 cm in length. Approximately ten years five months post filter deployment, a computed tomography (CT) of abdomen without contrast showed that there was no evidence of vena cava filter present. There was a linear area of density 0.8 cm in length posterior to the mid abdominal aorta and contacted the wall of the aorta. This could represent a residual strut from inferior vena cava filter removal. As the apex of the filter was clearly outside of the lumen with an imbedded tip, attempts to retrieve the filter was not performed. Therefore, the investigation is inconclusive for retrieval difficulties and limb detachment. However, the investigation can be confirmed for perforation of the ivc and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 10/2010), g3 h11: g1, h6(method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately, four years post filter deployment, a CT scan showed a significant posterior and right lateral tilting of the filter. At least four legs extended outside the ivc. A 12 french sheath was placed through which a pigtail catheter was advanced over a wire into inferior ivc and lateral venography was performed. This demonstrated significant tilting of the ivc filter with the apex positioned outside the lumen, right and posterior. As the apex of the filter was clearly outside of the lumen with an imbedded tip, attempts to retrieve the filter was not performed. Therefore, the investigation is inconclusive for retrieval difficulties and limb detachment. However, the investigation can be confirmed for perforation of the ivc and filter tilt. Per the medical records, the filter was deployed in a patient prior to bariatric surgery. Additionally, the filter was noted to be tilted with the apex positioned outside the lumen. Per the instruction for use(IFU), ¿the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter.¿ although a definitive root cause could not be determined, the following contributing factors; filter tilt, apex of filter outside of the lumen and patient factors could have potentially contributed to the reported event. Labeling review: the current IFU (instructions for use) states: precautions: -the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Warnings: only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. Removal of g2 filter: capture of g2 filter after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 4001) .

Event description:
It was reported that sometime post vena cava filter deployment (date not provided), the patient presented for retrieval of the filter; however, the filter could not be removed. No other information regarding this event was received. Patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that detachment; perforation of filter strut(s) into organs; tilt with filter embedded in wall of the ivc; device unable to be retrieved. The device and detached limb have not been removed after attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Removal of g2 filter: capture of g2 filter after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided), the patient presented for retrieval of the filter; however, the filter could not be removed. No other information regarding this event was received. Patient status was not provided.